Manufacturer narrative:
The insulin pump was received with minor scratched display window and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's drive support cap was loose. Customer's blood glucose level was 124 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.